Event description:
It was reported that the device was unable to convert ventricular fibrillation with the first high voltage shock. The arrhythmia was successfully converted by the device with a second shock with higher energy. No malfunction was alleged against the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.